Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient stated they were in pain. Contributing factors and actions/interventions taken to resolve the issue were unknown. It was reported that the issue was not resolved at the time of the report. Additional information was received from the patient. The patient stated they were having bladder spasms and seemed to be retaining more in their bladder. They were referred to their clinician. Contributing factors, actions/interventions, and resolution to the reported event were unknown. No further complications were reported or anticipated.